Event description:
The pt reportedly experienced sound perception problems followed by no sound. The pt was seen by a co rep for device evaluation in 2005. Testing performed confirmed that the pt's device was no longer functioning. Surgeryto explant the pt's device was scheduled.